Event description:
It was reported that during a coronaropathy procedure, the surgeon noticed that the applier did not apply properly the clips distally. Thus, the clip legs appeared crossed. The surgeon opened up the package containing the appliers and used three of them, but the latter found them to be defective and discarded them. The surgeon decided to leave aside the remaining three appliers of the above mentioned package and one of them will return for analysis. The surgeon had to finish the case by using a new applier belonging to another lot. No adverse pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.